Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she woke up with a low blood glucose level. Customer knows that her pump was working, but when she giving a correction, the buttons were not moving. Customer then received a button error. Customer's blood glucose level was 57 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No unexpected button error alarm noted during bolus delivery. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.